Event description:
During the procedure, upon removal of the mapping catheter from the left atrium, a clear, synthetic string was found wrapped around and throughout the splines of the catheter from the introducer. It was confirmed that none had been left inside patient. The catheter was replaced to continue the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported string wrapped around and throughout the splines remains unknown.